Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this pacemaker exhibited a large decrease in estimated battery depletion over the course of two months resulting in an end of life status. The device never triggered the elective replacement indicator. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited a large decrease in estimated battery depletion over the course of two months resulting in an end of life status. The device never triggered the elective replacement indicator. This device was then explanted and replaced. No additional adverse patient effects were reported.